Event description:
It was reported that the patient could not activate her magnet mode. Upon evaluation, the medical professional was only able to activate magnet mode when he applied a lot of force to the magnet. Multiple magnets were used. The patient felt the stimulation initiate. All diagnostic testing was normal, per reporter. Attempts for further information have been unsuccessful to date.